Manufacturer narrative:
The investigation of the reported incident was completed. Despite several attempts to obtain the log files, the requested information could not be provided. Further investigation cannot be conducted without the log files. Based on the information available at this time, a thorough investigation was carried out, and the most likely reason is attributed to use of the device issue. The operator manual contains adequate instructions on how to activate and deactivate the head holder collision zone, as well as information about an increased risk of collision between the head holder and system components if not set correctly. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. H6 4755 - table head support.

Event description:
Siemens became aware of an incident that occurred while operating the artis pheno system. Prior to an exam during a routine equipment check, the technicians started the unit and the c-arm collided with the maquet table head support. We are unaware on any adverse effected on the health status of the involved persons, however, this incident resulted in procedure delay.